Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the blade was being used in knee surgery and broke in the pt. They were able to use another blade to complete the surgery.